Event description:
It was reported that following a catheter replacement, the patient had a lack of therapeutic effect and stated the "pump isn't working." The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. The patient was scheduled for a dye study, but no results were reported. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Catheter.